Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 46011 was verified. Event log does not show any related errors. Service found the device displaying a code that the microprocessor board needed an update. Service replaced the microprocessor unit to correct the issue. Use testing was performed. The problem source is the faulty microprocessor unit.

Event description:
Information was received that the cadd solis vip pump error had error code 46011. Previously repaired in april of 2018. No reported adverse effects.